Event description:
Pt had hydrocephalus secondary to aqueduct stenosis at birth. Had initial standard flow denver unitized low profile ventriculoperitoneal shunt 12/14/88. On 8/5/94 pt had elective lengthening of peritoneal end of vp shunt. Pt had developed before admit deterioration of intellectual and mental function indicating shunt was not working. During the surgery for revision of shunt a tear in the peritoneal catheter 4 cm distal to valve was identified. (Date of last surgery 12/29/95).